Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a left anterior descending artery lesion. A 2.75x33 mm xience sierra drug eluding stent delivery system (sds) was advanced to the target lesion. During deployment, the balloon ruptured at 1 atm. The stent was partially deployed, and the sds became stuck in the anatomy. A new guide wire and balloon were used to free the sds from the anatomy, causing the stent to be deformed. While attempting to pass through the introducer sheath, the stent was dislodged and was retrieved with a snare. An additional non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.